Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient needed a rf ablation on their neck, c3 and c4, and was inquiring about compatibility. Patient was also inquiring about how they would know if their ins has depleted. Patient said since last year in 2022, the patient noticed that their therapy wasn't working as well as it used to. The patient said that they were going 13-14 times a day and 3 times a night and most of the time during the day they do pretty good with the leaking, but if they turned water on in the kitchen they had to go immediately. Patient said sometimes they could make it to the bathroom and sometimes they couldn't . Patient said it didn't matter how careful they aweree about drinking liquids or how much they stop drinking, if they slept more than 2 hours they had to change their depends. Patient said they will dream about having to find a bathroom and then wake up and immediately have to go. Patient said wherever they go, they were mindful of finding the bathrooms right away. Patient said maybe this was what happens when you get older. Patient mentioned that they did meet with their healthcare provider (hcp) last month and had them change programs and patient had adjusted stimulation. Patient said on some programs it helped with urine and not with fecal and on others, the programs worked for fecal and no help with urine. Patient also said the hcp told them patient would not be able to connect to ins if ins was depleted and confirmed ins was working at appt last month. Patient said hcp recommended botox or vibegron but patient said they have taken medications in the past that caused problems with their stomach. Patient said they used to be on mirabegron and it "tore up my stomach" and said they ended up with gerd and acid reflux from taking medications. Patient services reviewed ablation guidelines, poor communication screen and recommended hcp check ins battery to determine life of battery/depletion and to talk to hcp about ablation based on guidelines. Patient mentioned unrelated medical history. This included patient said they have been hav ing a lot of back problems and found out they had a bulging disc. Additional information was received from the patient. Patient reported had been complaining to their doctor since (B)(6) of 2021 that the device was not working properly. Patient stated they had made some adjustments and it still wasn't working properly and they finally got to where they were going to the bathroom every 2 hours day and night. Patient reported they thought it was "malfunctioning". In (B)(6) of 2021 they went to their doctor and told them their implant was not working the same way the first one did. Patient clarified first implant they had for 5 years and it worked perfectly. They had initial implant changed in 2018 and reported by 2021 they knew it was not the same as the original implant and they did not have the same results. Patient stated they told their dr in 2021 that their implant is not working the same as their previous implant and stated nothing they tried worked. Patient stated they wish they would have had implant removed and replaced at that time. Patient stated implant just "wasn't right". Patient stated they have been to physical therapy and had steroid injections in their back and "all kinds of problems". Patient reported they have been through pain and suffering with physical therapy/pain management and stated they got a lot of steroid shots that focused on branch block shots and si joint injections and stated this would help temporarily and then issue would come back so patient would get another shot. Patient mentioned they ended up with diabetes type 2 of sudden onset and they think it was because of all the steroid injections that they had and because of all the pain management/physical therapy that patient had. Patient stated they turned the device off on their own and finally convinced their doctor to take the unit out and they no longer have the back problem or muscle spasms. Patient stated they think if the implant would have been removed in 2021 they wouldn't have had to suffer for the past 3 years. Agent reviewed role of patient services, reviewed device donation/disposal process, and reviewed external devices overview. Patient inquired if anyone would be contacting them about all the health problems they had because of "this thing". Patient services reviewed role of [manufacturer] and complaint handling. Patient also mentioned they had 8 foot surgeries and they did a nerve conduction study on their great toe and patient reported they "kept telling them" that it is the device that was causing their great toe to hurt and stated no one believed them. Patient reported they know it was the device because they would be sitting and felt electric shocks in their great toe. Patient stated now they didn't have electric shock in their great toe anymore. Patient services redirected patient to healthcare provider to further discuss. Patient services reviewed implant can be sent back for analysis if patient would like. Patient stated they were sure they already discarded the implant and it should have been checked. Patient stated they kept calling and asking if that is what was causing the pain in their toe (agent unclear who patient was calling). Patient again repeated they had 8 surgeries on the top of their foot and the ball of their foot and they think it was all because of their unit "malfunctioning" their devices (lead and implant) were removed on (B)(6) 2024. Patient stated their doctor confirmed no lead breakage and that everything came out really well.